Event description:
Ambulance personnel used the device in the AED mode on a patient complaining of chest pain. An automated ECG analysis was performed and a shock was advised and delivered. A second automated ECG analysis was performed and no shock was advised. The reporter indicated that the device inappropriately advised a shock when the patient was conscious and breathing. There were no adverse effects to the patient reported as a result of the alleged malfunction.